Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot aa9084r07 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 10 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "t-fasteners broke during dilation of a patient's stoma to place a enteral feeding tube." No patient injury was reported. Additional information received on 23-may-2019 indicated "the suture broke when the doctor tried to clip the button down on every single one. So this left no anchors in the patient at the end of the procedure. We always place the anchors, then get access with g-tube [gastrostomy tube], and then tighten the anchors down with the button at the very end."